Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was implanted with two percutaneous lead in the day. Around 18 hours in the afternoon, the patient complained of severe pain and began to paralyze from legs to trunk. An MRI was done to determine epidural hematoma extended from c3 to lumbar and surgery was performed immediately. There was an epidural hematoma. An explanation was done in emergency at night and the manufacturing representative were not informed of the situation at the time of report. Surgery for decompression was performed in emergency. The issue was not resolved at the time of report. There were no issues related to the implantable neurostimulator (ins). It was explanted because no other implantation would be planned. Additional information was received from the manufacturing representative reported that the patient started to move the toes of the left foot as of the morning of (B)(6) 2017. Later it was reported that the patient was slowly recovering he started to move both hips and still experiencing severe pain.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient had started to walk in physical therapy session.